Event description:
It was reported that the patient¿s blood glucose levels increased to above 400 mg/dl after approximately 24-36 hours of wear despite administering bolus doses. It was further noted that the pod subsequently emitted an alarm without an error message noted on the omnipod app. The patient was unable to confirm whether the cannula was inserted during wear. The patient applied a new pod and successfully resumed therapy. The device was returned for investigation, and an internal cannula tear was identified.

Manufacturer narrative:
Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. The observed internal cannula tear is related to action (B)(6). Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone14.5 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.